Event description:
It was reported that a small volume folfusor was involved in an over infusion incident. The device was filled with an unspecified volume of fluorouracil (non-baxter drug). Infusion was expected to last 48 hours; however, the device delivered all the medication between 36-40 hours. The exact time is not known as the patient was asleep. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.